Manufacturer narrative:
The meter was returned for investigation. The allegation of black lines and splotches on the display was not observed and could not be reproduced. The product performed according to specifications. Visual investigation of the instrument housing did not reveal any external hardware defects or contamination. The device was disassembled and visual inspection of the electronic parts revealed some evidence of contamination.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of accu-chek inform ii meter serial number (B)(4). The meter display had black lines and splotches. The results field of the display could not be clearly read, so there is risk of result misinterpretation. There was no allegation of an actual result misinterpretation.